Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests were not performed due to cracked and bleeding lcd glass. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer lost the insulin pump a few days ago. Customer has reverted to a back-up plan of manual injections and needs a pump. Customer's blood glucose level was 553 mg/dl. Customer treated with a manual injection. Customer later found the pump this past weekend, but it is not responding after a battery change. Customer stated that the black screen did not disappear. Insulin pump will need to be replaced. No additional information provided.